Event description:
It was reported that this right atrial (ra) lead exhibited abnormal spikes in p-wave amplitude to values greater than expected which technical services (ts) noted may be potentially linked to mechanical artifacts documented. Also, the lead impedance appeared to be reducing over time. The patient's pacemaker will be replaced soon, and technical services (ts) recommended lead integrity troubleshooting beforehand in case the ra lead also requires replacement. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.